Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level was 400 mg/dl. The customer had not reported the symptoms. The customer treated with manual injections customer declined troubleshoot for high blood level. Customer stated that they were high and changed out her set and gave herself a bolus and she stated that the pump isn't giving me insulin. The insulin pump will not be returned for analysis.